Event description:
(B)(4): patient in severe respiratory distress. Patient intubated. Patient became agitated and ventilator began beeping. Patient became brady cardiac. Took patient off vent to bag with ambu bag. A large amount of air escaped from et tube. Patient became calm. Upon examination it was noted that the continuous nebulizer had popped off circuit. It was replaced on to the exhalation valve and the patient could not exhale. The connections all appear the same and are same size. Even when placed correctly they have a tendency to pop off. Staff will use tape to make the connection snug. This is a work around and not policy. Uniheart lo flo nebulizer used. Additional information received from customer on (B)(6) 2013. (B)(6): the complaint of this report is due to the fact that the nebulizer easily pops off and was accidently placed on the exhalation valve. Customer stated she is having trouble sending pictures showing how the uniheart nebulizer is connected to this circuit, but will try again using a different email. Customer stated that no one has admitted to placing the nebulizer on the exhalation valve, thus unable to tell how long it was on the patient. The et tube was still inflated when air escaped. Unsure why air escaped.

Manufacturer narrative:
(B)(4). Device is in the process of being returned to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation:one open sample was received for evaluation and per visual inspection we observed an extra component was sent for evaluation (uni-heart nebulizer). The uni-heart nebulizer is not manufactured by carefusion. Per the complaint description and visual inspection, carefusion confirmed that tape was placed around the nebulizer cap for it to be attached to the exhalation port. No functional (leak) conditions were confirmed during the evaluation. Unfortunately, a lot number was not provided. Therefore, it was not possible to perform a review of the internal production records. Based on the investigation, the root cause for the issue reported was due to a misuse by the end user. To prevent this from occurring, carefusion recommends becoming familiar with the instructions for use (IFU) prior to use. In addition, a visual is also attached to the label for customer knowledge on product use.